Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that following a revision surgery the patient started having problems immediately. The patient had problems when she sat down on the toilet and no matter what settings she was feeling large amounts of electrical impulses at the battery pack and in the vaginal area and around the rectum. This was felt no matter what program she was on. There was one program where the patient only felt a little bit but on all programs she could feel this happening. The patient could also feel a stabbing and had bladder leakage and the smell of urine. On (B)(6) a nurse practitioner tried to do adjustments but could not fix it. Further follow-up is being conducted to determine what troubleshooting, actions or interventions were performed, if the cause of the issues was determined, and if the issues had been resolved. If additional information is received, a follow-up report will be sent.